Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr to 2. After deployment, the clip became detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The mr increased to 3. A second clip was deployed lateral to stabilize the slda clip and further reduce mr. Two clips were implanted, reducing mr to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.